Manufacturer narrative:
# 1476 not labeled. The facility was provided with a new replacement device of same model. The factory observed evidence of excessive heat on the device systems pcb assembly, near connector j3. Additionally, a hole was melted in the case near the device auxiliary supply connector. From the damaged observed it has reasonably been determined that some component or land on the pcb assembly shorted to ground allowing excessive device battery current to flow. Due to the damage observed, root cause for the report could not be determined.

Event description:
Reportedly, when an attempt was made to use the device to treat a pt with a unspecified but critical cardiac arrhythmia, it would not power on when the battery select switch was actuated.